Manufacturer narrative:
The customer replaced the cable and was able to resolve the issue but wanted guidance from the olympus technical assistance center (tac) to know if a bad cord could have caused the issue. Tac advised the customer that the issue could be caused by interference generated by the electrical surgical unit (esu) and bad grounding. The customer reported that the issue was not caused by olympus equipment. The device is not expected to be returned, and the matter was considered resolved. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii video system center with the providient cautery machine, the screen momentarily went black. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it's likely the cause is not related to the subject device but related to an interference associated with the electrosurgical unit and faulty grounding. Olympus will continue to monitor field performance for this device.